Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation as the pump was not returned. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 30 days. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with fever and leukocytosis, with a white blood cell count of 19 x10^9/l. A CT scan of the chest was reported to be concerning due to fluid collection and on (B)(6) 2015 the pump and outflow graft were exchanged for a suspected pump infection. The pump was reported to have been functioning within normal limits. The explanted device was discarded. No further information was available.